Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part # 319.006, synthes lot # a4fp574, supplier lot # na, release to warehouse date: 11 dec 1996, manufactured by synthes exton. The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 lot a4fp574) was returned and received at us cq. A visual inspection was performed.the ball component (es0010-2) was observed to be missing from the slider. The protection sleeve component (319.006.1) was not returned with the instrument and is missing. The instrument displayed wear from normal and repeated use and servicing. The needle component (319.006.3) was also observed to be broken and was not returned to us cq. No other issues were identified with the returned components of the device. Dimensional inspection: ball bearing hole diameter was measured and is within specification of ball bearing hole diameter as per relevant drawing. Investigation conclusion: the complaint is confirmed for the depth gauge for 2.0mm and 2.4mm screws (p/n 319.006 lot a4fp574) as the ball component (es0010-2) and the needle was observed to be missing from the slider. Additionally, the protection sleeve component (319.006.1) was not returned with the instrument and is also missing. The instrument displayed wear from normal and repeated use and servicing, as the there were scratches/nicks on the depth gauge. The needle component (319.006.3) was also observed to be broken and was not returned. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the ball bearing fell out and the protection sleeve was misplaced during reprocessing/sterilization over the instruments lifetime (20+ years). Additionally, the visual issues and bending of the instrument is most likely due to repeated use and servicing. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine inspection in the sterile processing department (spd), the metal/hook portion of two (2) depth gauges was found broken. There was no procedure and patient involvement. This report is for one (1) depth gauge for 2.0 mm and 2.4 mm screws. This is report 1 of 2 for (B)(4).